Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's setting was supposed to be set to 1.0, but it read between 2 and 2.5. The patient was experiencing headaches and vision problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device failed and was explanted.